Manufacturer narrative:
Investigation summary - bd received one (1) photo for investigation. After review and analysis of the customer photo, there was insufficient evidence of the customer's reported defect. A total of (B)(4)retained samples were subjected to functional tests, with none of the samples resulting in stopper issues. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ that the lid will fall off after opening it. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ that the lid will fall off after opening it. There were no health consequences or impacts reported.